Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was high at night. The infusion set site was changed and correction boluses were delivered in an attempt to lower the bg. The cause of the high bg was not known. The next morning, the bg was over 600 mg/dl. The customer was unresponsive and the paramedics took the customer to the emergency room. The customer was admitted to the hospital for diabetic ketoacidosis (dka) and was treated with intravenous insulin and fluids. The customer was discharged the next day. The high bg and dka were resolved. The customer resumed pump therapy and was doing well.